Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix would not extend. The asymptomatic patient presented for an rv lead revision due to elevated thresholds. During the lead repositioning, there was resistance while attempting to extend the helix. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition.